Event description:
It was reported that after PICC was removed, a kink at 33.5cm was found. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 43cm. PICC inserted into basilic vein. Exit site marking of the PICC after placement 4cm. Secured with statlock. Infusates were infused through the PICC include immunotherapies (car-t cells, monoclonal antibodies), penrolisumab. There were no catheter interventions to address occlusions with this PICC. PICC leakage identified through extravasation. Kink and fracture at 33.5cm mark. Occurred 4 months after insertion. Catheter site cleaned with chloraprep 3ml during a dressing change. Additional comments: cxr as s3g unable to confirm. 0.5cm migration, 25/4 sluggish tauralock given successfully.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and two kink impressions with a longitudinal split were observed near the 33 cm and the 34 cm depth markers in the catheter tubing. No specific evidence was seen during the investigation which supported a specific root cause for this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that after PICC was removed, a kink at 33.5cm was found. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 43cm. PICC inserted into basilic vein. Exit site marking of the PICC after placement 4cm. Secured with statlock. Infusates were infused through the PICC include immunotherapies (car-t cells, monoclonal antibodies), penrolisumab. There were no catheter interventions to address occlusions with this PICC. PICC leakage identified through extravasation. Kink and fracture at 33.5cm mark. Occurred 4 months after insertion. Catheter site cleaned with chloraprep 3ml during a dressing change. Additional comments: cxr as s3g unable to confirm. 0.5cm migration, 25/4 sluggish tauralock given successfully.

Event description:
It was reported that after PICC was removed, a kink at 33.5cm was found. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.